Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's condition is reportedly improving. No additional treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced tongue numbness and facial weakness. Medical intervention (type unknown) was provided.

Manufacturer narrative:
Correction information: section b.5 and h10/h.11. Advanced bionics considers the investigation into this reportable event as closed. The recipient will be followed-up per center's protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was prescribed anit-viral meds (type unknown) as well as steroids.